Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently functional. The cause for the intermittent response button was the 3.3 trace to the response button was damaged. The root cause of the damaged trace was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.